Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified the tip of the impactor was broken. Further analysis could not be completed at this time as the device was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the impactor fractured; it was fractured while impacting the adaptor to the glenosphere on the back table. There was no harm or injury to patient, no medical/surgical intervention and no reported delay. Due diligence is complete. No additional information is available.